Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system displayed a disconnected battery error message and was not working. There is no report of patient injury.